Manufacturer narrative:
The device history record was reviewed and the product met the manufacturing and quality specifications. The device was not returned to kimberly-clark by the customer for analysis. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. The device was not returned to kimberly-clark by the customer.

Event description:
Kimberly-clark received a report stating, "incident occurred during a trial evaluation of our q2 oral care kits. Nurse performing oral care states that while doing oral care with the suction swab in the alcohol free mouthwash, the green swab/sponge became dislocated from the plastic. The green plastic tip under the sponge also become dislocated. The patient was on paralytics, there was no resistance from inside the patients mouth. There was no evidence of any type of adhesive at all. There was no adverse patient reaction." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).